Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer's blood glucose value at the time of incident was 408 mg/dl. Customer stated that they programmed several bolus and blood glucose still was high. The insulin pump failed high pressure test. The insulin pump will not be returned for analysis.